Event description:
Pt had been receiving baclofen through an intrathecal pump. Dye study through the port on catheter demonstrated that the dye was not reaching the intrathecal space. Exploration done in or, catheter found to be fractured.